Event description:
Report received of no audible alarm. The device was returned to the user facility's biomedical dept "due to alarm problems." During testing, the device did not audibly alarm on the low volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.